Event description:
It was reported to boston scientific corp that an alliance ii integrated inflation system was used during an esophageal dilatation procedure performed on (B)(6) 2009. According to the complainant, water leaked into the face of the gauge on the syringe during use of the syringe for inflation. It was reported that there was no damage noted on the device. It is unk whether or not the gauge was reading accurately. The procedure was completed with another alliance ii integrated inflation syringe. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).